Manufacturer narrative:
Additional information was added to h3, h4 and h6. H10: the actual device was not available; however, two (2) companion samples were received for evaluation. Visual inspection with the naked eye did not identify any abnormalities that could have contributed to the reported condition. The bags were then filled with water, and they underwent visual inspection by the naked eye, in a well lit room in front of a black and a white background and no issues were noted with the bags. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Correction: b4/f8: date of this report in the initial MDR is being corrected from blank to (B)(6) 2021.

Manufacturer narrative:
This event occurred during the unspecified date of (B)(6) 2021. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that particulate matter (pm) was observed within an unspecified quantity of 250ml eva (ethyl vinyl acetate) tpn (total parenteral nutrition) bags. The pm was discovered after preparation of the infusion prior to patient use. There was no patient involvement. No additional information is available.